Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. A patient's nurse reported that the patient developed a blister on his back under the rear therapy electrodes. During a follow up, the nurse reported that the patient's doctor prescribed an oral antibiotic and cream and that the rash was much better.